Event description:
The technician alleged that the brake casters would not hold at the head end of the bed. No patient impact.

Manufacturer narrative:
The technicians replaced the head end brake casters, sockets and brake cover to resolve the issue.